Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that communication could not be established with the ins. The rep attempted an antenna locate (al) which resulted in the values 76-78 and 74-78. The rep reported that after performing the antenna locate, they were now able to see the power on reset (por) message and the normal charging screen after bypassing the por. The steps for clearing the por were reviewed with the caller. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. The rep stated that after reviewing the case it was determined that the power on reset (por) occurred because the patient did not charge their battery for an extended period of time. After interrogating the battery and speaking with technical services they were able to bring the battery out of discharge and the patient was able to resume normal activity. No further complications were reported/are anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.